Manufacturer narrative:
Insulin pump passed the displacement test. The device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
The customer reported via phone call the insulin pump has multiple motor error alarm in the pump history and no delivery alarm. The customer¿s blood glucose level was 221 mg/dl at the time of the incident. Customer reported that the no delivery alarm was resolved by a reservoir change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returning for analysis.